Manufacturer narrative:
Pod was received with the cannula deployed. No damages or defects were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a infection of the pod site. The patient also had high blood pressure. For treatment, the site was lanced and sent out for testing. The patient was prescribed clindamycin at 300 mg tablets and the patient is using polysporin antibiotic cream, as well. The pod was worn longer than 48 hours on the arm. The patient was discharged after 1 hour.